Event description:
The below report was received by health authority (reference number: r2216025) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced panic attack ("panic attack"). In (B)(6) 2015 she experienced tendonitis ("tendinitis in my thumbs, then wrists"). In 2015 she experienced sleep disorder ("start of changes in sleep rhythm"). In 2016 she experienced toothache ("start of constant dental pain,") and sinusitis ("sinusitis"). In march 2017 she experienced dizziness ("dizziness") and visual impairment ("visual disturbance"). In 2017 she experienced amnesia ("loss for words"). In (B)(6) 2018 she experienced periarthritis ("right shoulder frozen, unable to lift it away from my body"). In (B)(6) 2018 she experienced pelvic pain (seriousness criteria medically important and intervention required) and was found to have weight decreased ("weight loss, -8 kilos in a few weeks, with no dieting or physical activity"). In (B)(6) 2019 she experienced tremor ("tremors"). In 2019 she experienced arthralgia ("joint pain in hands and shoulder") and disturbance in attention ("impaired concentration"). Essure was removed on (B)(6) 2021. In 2021 she experienced tachycardia ("tachycardia"), tinnitus ("tinnitus"), mucous stools ("mucous stools") and emotional disorder ("over-emotional"). An unknown time later she experienced fatigue ("fatigue"), pain in extremity ("pain in the hands when gripping things"), somnolence ("difficulty waking up, like in a drunken state") and burnout syndrome ("burn out"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, panic attack, tendonitis, toothache, sinusitis, amnesia, dizziness, visual impairment, pain in extremity, periarthritis, weight decreased, arthralgia, tremor, somnolence, tachycardia, tinnitus, mucous stools, emotional disorder and burnout syndrome were unknown. The reporter considered amnesia, arthralgia, burnout syndrome, disturbance in attention, dizziness, emotional disorder, fatigue, mucous stools, pain in extremity, panic attack, pelvic pain, periarthritis, sinusitis, sleep disorder, somnolence, tachycardia, tendonitis, tinnitus, toothache, tremor, visual impairment and weight decreased to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-jun-2022. The most recent information was received on 24-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 6-may-2014, the patient had essure inserted. In september 2014, the patient experienced panic attack ("panic attack"). In 2015, the patient experienced sleep disorder ("start of changes in sleep rhythm"). In august 2015, the patient experienced tendonitis ("tendinitis in my thumbs, then wrists"). In 2016, the patient experienced toothache ("start of constant dental pain,") and sinusitis ("sinusitis"). In march 2017, the patient experienced dizziness ("dizziness") and visual impairment ("visual disturbance"). In 2017, the patient experienced amnesia ("loss for words"). In may 2018, the patient experienced periarthritis ("right shoulder frozen, unable to lift it away from my body"). In july 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss, -8 kilos in a few weeks, with no dieting or physical activity"). In 2019, the patient experienced arthralgia ("joint pain in hands and shoulder") and disturbance in attention ("impaired concentration"). In december 2019, the patient experienced tremor ("tremors"). In 2021, the patient experienced tachycardia ("tachycardia"), tinnitus ("tinnitus"), mucous stools ("mucous stools") and emotional disorder ("over-emotional"). On an unknown date, the patient experienced fatigue ("fatigue"), pain in extremity ("pain in the hands when gripping things"), somnolence ("difficulty waking up, like in a drunken state") and burnout syndrome ("burn out"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on 29-nov-2021. At the time of the report, the pelvic pain, fatigue, panic attack, tendonitis, toothache, sinusitis, amnesia, dizziness, visual impairment, pain in extremity, periarthritis, weight decreased, arthralgia, tremor, somnolence, tachycardia, tinnitus, mucous stools, emotional disorder and burnout syndrome outcome was unknown. The reporter considered amnesia, arthralgia, burnout syndrome, disturbance in attention, dizziness, emotional disorder, fatigue, mucous stools, pain in extremity, panic attack, pelvic pain, periarthritis, sinusitis, sleep disorder, somnolence, tachycardia, tendonitis, tinnitus, toothache, tremor, visual impairment and weight decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.